Event description:
It was reported that far filed p-wave oversensing was noted on the medtronic right ventricular (rv) lead. Session records were provided to abbott technical support for review and provocative testing and reprogramming was recommended. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).